Event description:
Elegance clinical study. It was reported that restenosis occurred. The subject underwent treatment with the ranger drug coated balloon and eluvia drug eluting stent on (B)(6) 2022 as a part of the elegance clinical trial. The target lesion #001 was in the left proximal superficial femoral artery (sfa), left mid sfa extending to left distal sfa with 6.5 mm proximal reference vessel diameter and 6 mm distal reference vessel diameter with lesion length of 300 mm and 100% stenosis and was classified as tasc ii d lesion. Prior to target lesion treatment with study device, balloon angioplasty was performed with 5.0 mm x 200 mm and 6.0 mm x 220 mm sterling pta balloons. The treatment of target lesion was performed by dilatation with study device, ranger drug coated balloon of 6.0 mm x 200 mm and 6 mm x 150 mm and placement of 7 mm x 120 mm eluvia drug eluting stent. Following post dilatation with 6.0 mm x 100 mm sterling pta balloon, the final residual stenosis was noted to be 9%. On 11-apr-2022, on the same day of index procedure, during the treatment of target lesion #001, dissection of grade c was noted in the target lesion due to ranger drug coated balloon of 6.0 mm x 150 mm. In response to the dissection noted, bailout stent was placed. On (B)(6) 2022, the subject was noted with the symptoms related to left sfa restenosis. On (B)(6) 2022, 182 days post index procedure, thrombotic occlusion noted in the left proximal sfa and mid sfa was treated with atherectomy, balloon angioplasty and bare metal stent placement. Post procedure, the final residual stenosis noted to be 0%. On (B)(6) 2022 the event was considered resolved.

Manufacturer narrative:
Patient identifier: (B)(6).